Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Isometrics testing recreated noise on both the atrial and ventricular channels. The r- wave amplitude was low but stable. It was noted from remote transmissions that there have been 6 aborted shocks since the patient's device was interrogated. A chest x-ray has been ordered and lead replacement is being considered. Patient condition was fine.